Manufacturer narrative:
(B)(4).

Event description:
As stated by the initial reporter "the two grafts separated from one another." They are scheduled for a esbe or tx2 dissection stent to bridge the gap (intervention procedure is scheduled to take place 'next week'.